Event description:
(B)(6) 2023 - full thickness was reflected. Tooth was removed using elevators and forceps without complication. Site was smooth, curetted, and irrigated. Decorticated. Osteomes were then used to displace apical bone superiorly. Co/ca/xe regeneross bone mixed with prf exudate was placed in the osteotomy and also displaced superiorly. Co/ca/xe regemoss bone mixed with prf exudate was used to graft the osteotomy. A prf membrane was placed overlying the graft and secured with 3-0 chromic suture. (B)(6) 2023 pt returned for implant placement at site #3. A full thickness flap was reflected. The site was prepared for implant placement. Preparation was stopped short of the sinus floor. Osteotomes were used to displace apical bone superiorly. A zv t3 pro tapered 6/5 x 10mm implant placed. Torque 50ncm. An encode emergence 575 healing abutment was placed. 11/21/23 pt called stating that she was evaluated and placed on antibiotics. (B)(6) 2024. Patient was referred for extraction of implant and it was discovered that the implant had bone loss down to the 5th thread. Implant was removed and site was re-grafted with co/ca/xe regenerous bone mixed with prf exudate. Per indicated:symptoms as a result of the event: abscess, pain. Surgical/medical intervention required for permanent damage: yes, implanted needed to be removed and re-grafted. Was there a delay during the procedure: yes, re-tx stage I #3. Additional appointment required: yes, re-tx stage I #3. Was the procedure completed using another implant or another device: no.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.